Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revision procedure, it was noted that the surgeon bent a new lead that will be implanted to the patient but the surgeon was able to manage to implant the new lead. Postoperatively, the new lead showed high impedances. Reprogramming was done but it did not have a good outcome. The patient underwent another revision wherein the lead was explanted.